Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. During troubleshooting, the home patient (hp) stated she found air in patient line. The technical service representative (tsr) explained that air would cause issue with the rest of the therapy and would go back into the hp. The tsr had caregiver (cg) cycle power the hc machine and assisted the cg with ending the therapy . The cg would start over with new supplies. During a follow up with the hp regarding the air in line, the hp stated that he is not sure where the air in line came from, and verified that he did not notice any loose connection, disconnections or defects on the supplies. The hp confirmed that he notified the nurse of the air in line. Per hp, he did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention related to the event of air in line was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Per the complaint information, the cause of the ldva is the air in the patient line. The lot number is unknown therefore a batch review was not performed. From a follow up call by product surveillance, the patient stated that he did not notice any loose connections, disconnections or defects on the supplies and he is continuing therapy successfully. The cause of air in line is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).